Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1mbca, implanted: (B)(6) 2018, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 04-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient reported she had the system removed because she was allergic to the lead. No further complications were reported.